Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was used. During the surgery, the jaw of the device became malfunctioned. The jaws could not open properly after the surgeon has released the closing trigger. The surgeon must fully transect the tissue, so the device can be removed from the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.